Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No display ramping on its own anomaly was noted. The following cosmetic damage was found: cracked case at the reservoir tube lip, reservoir tube, and battery tube threads, along with minor scratches on the display window and a missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the menu kept scrolling without button inputs while the customer was programming a bolus. The patient's blood glucose at the time of incident was 117 mg/dl. The customer changed the battery to a new battery but the buttons became completely unresponsive. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.